Manufacturer narrative:
Damaged jaws. Evaluation summary: the analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open prostectomy procedure, the device jammed. They got a new one to complete the procedure. There was no pt consequence.